Event description:
Manufacturer's implantable systems performance registry reported a catheter dislodgement. The pt's symptom was increased pain. The catheter was explanted and replaced after one month implant duration. The pt recovered without sequela. The drug in the pt's pump was bupivicaine (10 mg/ml) and fentanyl (500m cg/ml) delivered at 1.61 mg/day.